Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Pump error 63 confirmed in pump history with variable due to cold solder joint at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 13 mmol/l. Customer treated with insulin pump. Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
Device was not received stuck in the manufacturing mode. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit received with faded serial number label. Device received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Hardware low level failures confirmed in pump history with variable (003) due to cold solder joint at keypad assembly.